Manufacturer narrative:
No patient was injured in this case, but due to the potential risk we decided to report this case. The device was inspected on 21st may 2018. Within this inspection functional testing and visual inspection was made. Result: - torque screw pin pressure deviation (too low), but only at two of four measuring points. - arc holder was cracked. Item is 10 years old this is the 1st inspection.

Event description:
Clinical specialist was contacted on (B)(4) 2018 by customer. Customer stated that the rocker arm of the skull clamp has a problem.